Manufacturer narrative:
(B)(4). The tubing set was not available for eval. Per the run data file (rdf), the trima device functioned as intended. The operator selected product 14, a 500 ml drbc collection. At 4 mins, there was one 'draw pressure too low' alert. At 6 mins, there were two 'draw pressure too low' alerts, two 'one min pause' alerts, one 'three min pause' alert, and one 'return pressure too high' alert. Also at 6 mins, the operator touched the 'return flow down' and 'draw flow down' buttons once. At 14 mins, trima accel displayed the 'drbc split alert' message. There were no other alerts or adjustments during the 24 min procedure. The most likely cause of an infiltration is phlebotomist technique. Conclusion: operator technique contributed to this event.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reported a "significant infiltration" during a drbc donation. This report is being submitted due to the potential for injury and unk medical intervention. Three unsuccessful attempts were made to obtain donor identification information.